Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated and did not response to magnet presence. The patient was not pacing at the time. It was reported that the patient had been a bit more out of breath. Additional information indicates that troubleshooting was unsuccessful and a revision procedure was to be performed in the near future. It was believed that this product depleted prematurely.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information are being made. Should additional information become available, this report will be updated.

Event description:
--

Event description:
Additional inforation was received that this patient experienced heart failure as a result of the reported clinical observation.

Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted.

Manufacturer narrative:
(B)(4).

Event description:
--